Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify battery out limit or low battery alarm due to button/keypad anomaly. Pump received with cracked case at display window corners, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were unable to clear a battery out limit alarm. It was also reported the battery out limit alarm occurred with two new batteries. The customer stated the act button was unresponsive. Customer's blood glucose was unknown. Customer also reported a low battery alert that could not be cleared before the battery was replaced. Customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.